Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection and an allergy to the tape. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The leads were removed and there have been no reports of further complications regarding this event. The patient received effective pain relief prior to the device removal and may have the permanent device implanted in the future.